Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and was unable to prime during the prime test due to protruded and or loose drive support disk. No compromised force sensor system alarms noted during testing. The motor was tested outside the device and passed motor test. The device had minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error after refilling. Customer also received an error alarm during the manual prime. The drive support cap was noted to be protruded. Customer's blood glucose reading at the time of the call was 206 mg/dl and has treated with a manual injection. No further information reported.